Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Castor mounting came loose. Castor buckled and client tipped out of the chair. The end user had bruising to the ear.